Event description:
In 2004, the pt family member contacted lifescan (lfs) alleging that the pt's one touch ultra meter was reading in the incorrect unit of measurement. The medical affairs specialist (mas) spoke with the pt four days later. Approx 5 days ago, the pt obtained a result of "4.6" (converts to 83 mg/dl) on the reported meter in the morning. He took his usual morning dose of insulin (21 units of n and 21 units of r). He takes a set amount of insulin every day. He skipped breakfast after taking his insulin. Later that morning, his family member called emt because he was "incoherent". Emt started an IV, gave him glucose tablets by mouth, and took him to the ER. He does not recall the glucose readings obtained by emt or in the ER. He was given food and juice in the ER and released to home after 3 hours. Once at home, he told his family member about the decimal point showing in his meter results and family member contacted lfs on his behalf. The pt said he was pushing buttons on the meter and could have accidentally reset the meter unit of measurement. The customer care representative (ccr) confirmed that the meter was set to mg/dl. The ccr walked the family member through resetting the meter unit of measurement to mg/dl. The mas instructed the pt to contact lfs if he ever sees a decimal point in the reading and does not see mg/dl next to the result. The pt likely became hypoglycemic as a result of not eating breakfast following his insulin shot. He was treated approx for hypoglycemia by emt and in the ER. There is no indication that he experienced injury or medical intervention due to the meter.